Event description:
It was reported that high energy coincidence data was incorrectly processed on a discovery vh system. Reportedly, the type of data involved was misnamed, which in certain circumstances may result in the projection image processing being conducted using wrong parameters from the data set, and therefore, incorrect transaxial slice results when the data is transferred to the entegra workstation. No injuries or other adverse events were reported.